Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels. Blood glucose level at the time of the incident was in the 300 to 400 mg/dl range. Blood glucose the following day was 471 mg/dl and treated with insulin pump. Customer removed the infusion set and the cannula was bent. The infusion set will be returning.